Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16152606, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16587639 / 16587639, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 16571290, model/catalog description: splitter 2 x 8 kit-sterile. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.